Manufacturer narrative:
A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg and leads found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2208-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.012 inch stylet.

Event description:
A report was received that the patient was explanted due to a (B)(6).

Event description:
A report was received that the patient was explanted due to a (B)(6) infection.